Event description:
Report received from an abbott international affiliate of female adapters detaching from the tubing. The customer contact indicated "once the infusion is complete, the clinician proceeds to remove the syringe." The female adapter is reported to "detach itself from the tubing" when the syringe is removed from the female adapter. This has occurred approximately 10 times. There were no reported adverse patient effects. Though requested, no additional information was provided.